Event description:
This complaint was reported on 16-feb-09 as bravo capsule failed to calibrate. During investigation in given's laboratory performed on 26-july-09, it appeared that the actual root cause was bravo capsule failure to attach.

Manufacturer narrative:
No pt injury has occurred following this incident.